Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys/ expiration date: 28-mar-2020 / serial#: (B)(4), UDI #:(B)(4), device available for evaluation: no, dev rtn to MFR? No, mfg date: 18-oct-2018, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantation of leadless implantable pulse generator (ipg) high thresholds and high impedance were observed. It was then observed that the ipg had perforated the cardiac tissue during deployment. The ipg was removed. The patient experienced arrhythmia, ventricular tachycardia and cardiac arrest. Cardiopulmonary resuscitation was performed as well as advanced cardiac life support and massive transfusion protocol. Centesis was initially performed but the patient underwent a sternotomy to drain the excess fluid and repair the cardiac tissue. No further patient complications have been reported as a result of this event.